Event description:
A customer contacted baxter technical service center regarding a system error 2240 during a drain cycle while using the home choice system. The service representative (tsr) cleared the error and informed the home patient of the error's message. The home patient (hp) and all bags were connected. There was no fluid around the bags or machine. Hp stated that there was a puddle of fluid on the floor by the bed. Tsr instructed the hp to notify the nurse the following morning. The machine was operational to use again. A follow up phone call to the patient revealed that there was a hole in the tubing near the machine. The patient confirmed that there was no patient injury or medical intervention associated with this incident and that the patient has been continuing with therapy as usual.

Manufacturer narrative:
(B) (4).